Event description:
Discordant, falsely low glucose and magnesium (mg) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. All the samples were repeated for magnesium, while only samples 2951560097 and 2951560099 were repeated for glucose on the same instrument. Samples 2951560093 and 2951560095 repeated similar to the initial results, while samples 2951560097 and 2951560099 resulted higher than the initial results for magnesium and lower for glucose. All the samples were repeated on an alternate dimension vista instrument, resulting higher than the initial and the repeat results. The corrected results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose and magnesium results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the instrument produced abnormal assay errors on three of four glucose results. The customer also stated that their magnesium quality control was out of range. Upon the ccc's instructions, the customer aligned the server probes, primed the instrument, performed check 1 on the reagent arm 2, and reset the instrument to repeat the quality controls. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample 1 (s1) mixer and probe, the reagent 2 probe and the aliquot probe. The cse aligned the mechanisms but there was a flag for poor s1 mixing. The cse ran all the service methods, precision testing and quality controls, all of which were acceptable. The cse did not observe any more flags or errors. The cause of the discordant, falsely low glucose and magnesium results on four patient samples is unknown. The cause of reporting the discordant, falsely low glucose results with the flag of abnormal assay on three glucose patient samples was related to the user error. As per the dimension vista system operator's guide, "if the sample is flagged with an error of abnormal assay, the result cannot be reported and the sample should be rerun". The instrument is performing according to specifications. No further evaluation of the device is required.